Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event estimated the manufacturing and expiration dates are not known as the lot number was not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery in an obese patient was achieved with one proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when retrieving the guide wire to deploy the second proglide device, the guide wire was noted to have formed many loops under the skin as a result of the patient's thick tissue. Although, the second proglide device had to be advanced deeper into the tissue for bleed back; the suture was ultimately successfully replaced. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Although hemostasis was reportedly achieved with the pre-placed proglide sutures, the account could not recall if an additional non-abbott closure device was also used at the end of the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.